Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaints were received with the return of the device. A failure event was observed during analysis. Final analysis found a fully breached outer insulation with degradation near the connector boot, exposing the outer coil. Electrical testing did not indicate any conductor fractures. The cut end of the returned portion was consistent with procedural damage.